Event description:
During a remote follow-up, episodes of myopotential oversensing and inadequate capture were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was reproduced. Additionally, pocket stimulation was observed during high output ventricle pacing. Reprogramming has been performed to resolve the event. The patient was stable.

Manufacturer narrative:
Correction: b5.

Event description:
During a remote follow-up, episodes of myopotential oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was reproduced. Additionally, pocket stimulation was observed during high output ventricle pacing. Reprogramming has been performed to resolve the event. The patient was stable.